Event description:
Surgeon attempted to use the product and claimed the product was not working properly. Surgeon stated product did not provide adequate grasp. No injury to the patient, product was taken off the field and replaced with a different device- same model. Surgeon proceeded with the use of the new product with no complaints or complications. Procedure ended well, no harm to the patient.